Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The defective wires in hv cable and interconnect cable were replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.